Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, uncoupling of the femoral stem at the neck (neck-stem junction) without associated trauma (unexpected rupture). Need for revision surgery with complete replacement of the prosthetic assembly.

Manufacturer narrative:
Changed to ncs due to re findings, please void the following report.